Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: [adnexectomy]. Event description: hospital: [hospital name]. There were several alarms (clean jaws, check device etc) they cleaned the jaws. Then the activation button was stuck. Device activated itself. Additional information received by applied medical rep via email on 6oct24: the device activated without intentionally touching the activation button. The handpiece was just activated but not on tissue. Type of intervention: [device replacement]. Patient status: [ok].

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of unintended rf energy output. Visual inspection observed that , the fuse switch, an internal component of the unit, was observed to be misaligned. Based on the condition of the returned unit, it is likely that the reported event was caused by a misaligned fuse switch. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: [adnexectomy]. Event description: hospital: [hospital name] there were several alarms (clean jaws, check device etc) they cleaned the jaws. Then the activation button was stuck. Device activated itself. Additional information received by applied medical rep via email on 6oct24: the device activated without intentionally touching the activation button. The handpiece was just activated but not on tissue. Type of intervention: [device replacement]. Patient status: [ok].